Event description:
The medtronic startright representative reported via phone call that the customer had been hospitalized due to low blood glucose levels. The customer's mother also noted presence of ketones, stating that the customer was hospitalized for 3 days. The customer's mother did not believe that the issue was related to the functionality of the insulin pump. The customer's mother stated that the customer had been hospitalized due to the nova virus, which stripped the lining of the customer's stomach, interfering with carbohydrate absorption. She noted that the customer's blood glucose fluctuated wildly from about 80 mg/dl, dropping as low as 30 mg/dl. The customer experienced dehydration and was treated with b50 and fluids as well. The customer's mother declined troubleshooting assistance, advising later that the customer was feeling better after the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.